Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. Symptoms reported include hyperglycemia and nausea. The patient was treated with intravenous fluids and insulin, anti- nausea medicine as well as potassium and magnesium supplements. The patient was released the next day. The pod was removed and discarded at the hospital.